Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty deploying the deployment was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure using a 5f sheath . Reportedly, resistance was felt in step 2 as a failure in the shooting of the needles was found [unable to deploy plunger]. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the two successfully placed sutures and the sutures of an additional device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.